Manufacturer narrative:
This report contains additional information in section h11: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity appearing to be lower than expected or to be lower than expected.

Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The battery longevity dropped from 5.5 years to now remaining at 1 year in about 14 months. The health care professional (hcp) was querying if this was due to many mode switch events associated with patient atrial fibrillation with partial undersensing. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that device was depleting normally with no evidence of premature battery depletion (pbd). Technical services (ts) reviewed and confirmed that there were no unusual faults or resets, and the battery current consumption was within expectations based on therapy programming. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The battery longevity dropped from 5.5 years to now remaining at 1 year in about 14 months. The health care professional (hcp) was querying if this was due to many mode switch events associated with patient atrial fibrillation with partial undersensing. This device currently remains in service. No adverse patient effects were reported.